Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead would not move smoothly through the introducer. Upon visual inspection, the physician noted defect in the insulation that caused problems when advancing lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the there is a small bump of adhesive visible at 50.2cm. The lead passes the introducer test, so no out of specification condition was observed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.